Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used viscous fluid control (vfc) tubing connecting to the 25 gauge cannula was returned and visually inspected. The tip of the cannula was bent due to be wrapped with a piece of paper and tape. In return condition, the gray tip plunger was in the middle of the syringe barrel. About 3 cc silicone oil was in the syringe barrel. A calibrated console constellation console was used to test the sample. The consoles could recognize the viscous fluid control by illuminating green on the led ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. No silicone oil leakage was observed during evaluation of the vfc device. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that silicon oil leaked while using the viscous fluid control. The product was replaced and the procedure was completed. There was no patient harm.